Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a visual alarm but the audible alarm was not heard. The customer reported that there was no patient injury in this event.

Event description:
According to the reporter, the device had a noisy apparatus and visual alarm (red) but there was no audible alarm.the customer reported that there was no patient injury in this event.

Manufacturer narrative:
Evaluation summary: the device was received for evaluation. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the speaker. The product relates to the reported complaint event. The device was checked according to manufacturer specifications for functional and electrical safety. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.